Event description:
It was observed that during the device evaluation, the colonovideoscope probe cover and adhesive on the distal sheath had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "c-cover [plastic distal end cover] had foreign material" was confirmed - however, the foreign material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "a-rubber [bending section cover] glue had foreign material" may have been due to an imperfection of proper reprocessing caused by a crack on the a-rubber glue. A further cause of the damage could not be presumed. The suggested events may be detected and prevented by handling device in accordance with the following instructions for use (IFU): IFU states detection methods in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states prevention measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.